Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-19. Investigation summary: customer returned three syringes with no pouch for identification. All three feature 0.5ml graduation markings. The first two syringes featured their needle shield and hub having separated from the barrel. The hubs have become lodged inside the shields. There is no damage to either the connectors at the distal tips of the barrels or their respective needle hubs. The plunger cap was removed from one of the syringes, but no signs of use were observed for either. No other defects found. The third syringe was returned fully intact. Removing the needle shield found that the hub was properly attached to the barrel of the syringe. A needle shield pull force test was performed on this syringe. The needle shield required 2.80 lbs of force to be removed. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. With the needle hub attached and the needle shield within specification, the report of the hub separating from the barrel could not be confirmed for this sample. While the third syringe did not feature any issues with its needle shield and hub, two hairline cracks were observed in the barrel. It is not immediately obvious what may have caused these cracks. Dropping an object onto the syringe or other similar unexpected forces may have been sufficient to cause this damage. A review of the device history record was completed for batch# 0006836. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue.

Event description:
It was reported that 2 syringes 0.5ml 31ga 8mm 10bag 500 pl/wg experienced hub separation from the device. The following information was provided by the initial reporter: material no. 928857, batch no. 0006836. Consumer reported when removing the orange caps, the whole needle component comes off with the caps. Stated this is happening with about 1 out of every 35 syringes. Stated this happened today but also over the past 3 weeks. Lot # 0006836, cat # 928857, date of event: (B)(6) 2020.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 syringes 0.5ml 31ga 8mm 10bag 500 pl/wg experienced hub separation from the device. The following information was provided by the initial reporter: material no. 928857 batch no. 0006836. Consumer reported when removing the orange caps, the whole needle component comes off with the caps. Stated this is happening with about 1 out of every 35 syringes. Stated this happened today but also over the past 3 weeks. Lot # 0006836, cat # 928857, date of event: (B)(6) 2020.